Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-08618) documented a hypoglycemia event and had been submitted on may 14, 2025. Upon receiving the medical assessment, the following findings were concluded. Follow-up investigation overview: regarding the previously reported death case (patient ID (B)(6)), a thorough follow-up investigation was completed from april to august 2025 to collect information about the low blood sugar event (measured at 1.1 mmol/l). Follow-up documentation and information requests: several attempts were made to gather complete case details, including direct requests to medtronic for infusion set information, outreach to sorlandet hospital about returning products, and explaining that non-personal technical information could be shared under privacy laws. The device location was tracked, first with police, before it was sent later for analysis and testing. Insulin pump analysis results: medtronic's testing of the insulin pump (minimed 780g) showed that all functions had been working properly with no unusual alarms during the incident. The pump delivered normal insulin amounts on the day of the event, with only minor internal corrosion that did not affect performance. However, the infusion set could not be examined because it was not returned despite multiple follow-up requests. Medical review findings: the unomedical medical affairs assessment and medtronic safety review concluded that: the insulin pump worked as designed. No one reported problems with the infusion set, and there was no allegation of infusion set deficiency. The infusion set could not be tested because it was not available. The infusion set lot number was not made available despite multiple follow-up attempts. The team classified this case as a death (severity-5) in the database for monitoring purposes. The main medical issue alleged was severe hypoglycemia (low blood sugar). The connection to the device was unclear because of limited product testing. Per carelink review, the patient had changed the last infusion set on (B)(6) 2025 with 6.7 units of tubing fill/0.6 units cannula fill, which indicated the infusion set was changed as per instructions for use, and there were no alerts/error alarms related to low blood glucose (bg) on (B)(6) 2025. Given this information, the relationship to the event that happened on (B)(6) 2025 and the infusion set was unlikely. Furthermore, on (B)(6) 2025 from 5:29 to 9:09, the patient had received multiple low sensor glucose (sg) alerts, and then a change sensor alert was received. At 19:04, the patient changed the sensor (sensor connected alert received). At 21:04, a "smartguard bg required" alert was received, and the patient entered a sg value instead of bg when prompted, which potentially affected the continuous glucose monitoring accuracy. Also, the audio option for alerts was set to vibration. The investigation identified that the user had entered a sg value instead of bg when prompted, which potentially affected the continuous glucose monitoring accuracy. The device problem classification was no known device problem. A complete investigation was not possible due to the unavailable sample/lot for testing. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Request was performed for additional information including lot number; however, lot number was not provided. See evidence "request for lot number" attached in database. A complaint investigation was initiated under complaint investigation child record (B)(4). Unfortunately, no specific product or lot number was identified, which limits the ability to trace or analyze a particular item. Investigation actions: clinical evaluation: a clinical evaluation was conducted by the senior director of medical affairs. The insulin pump was functioning normally on the date of the incident ((B)(6) 2025), with no alarms, suspensions, or delivery issues. Minor internal corrosion was observed but did not affect performance. The infusion set was not returned, and the lot number remains unknown, making direct evaluation impossible. The cause of death was hypoglycemia, potentially linked to user error specifically, entering a sensor glucose (sg) value instead of a blood glucose (bg) value. No device malfunction was confirmed. The case remains classified as severity 5 for vigilance trending. Due to the absence of product samples and lot information, a targeted product investigation could not be conducted. Current controls review: in response to the complaint and due to the absence of a specific product or lot number, a comprehensive review of manufacturing controls was conducted across the relevant product families: quick set, inset, inset 30, and steel & comfort (sure-t & silhouette). This review aimed to confirm that current controls are sufficient to detect and prevent the reported failure mode. Controls in place across all product lines include: 100% functional and visual inspections leak and flow tests are performed at 100% during final assembly to detect any functional failures. Visual inspections are conducted at 100% during packaging to identify defects such as bent needles, contamination, incorrect labeling, and sealing issues. Sampling plan verifications (aql 0.65): sampling inspections are conducted before product release, covering: needle and catheter integrity, adhesive tape and packaging quality, connector functionality and tension tests, flow and leak tests, label accuracy and completeness. Quality inspections before sterilization: additional sampling inspections are performed before sterilization to verify packaging specifications, labeling, and product integrity. Process failure mode and effects analysis (pfmeca) and risk management: all inspections and controls are documented in pfmeca xxxx analyses for each product line. The severity of potential failure modes is rated as 5 (critical), and the occurrence is 1 (remote). Xxxxxxxxx according to risk management procedure (B)(4), the likelihood of harm to the end user is considered highly unlikely xxxxxx due to the effectiveness of the controls in place. Findings: based on the review of manufacturing controls for the product families listed above, it is concluded that robust quality systems are in place to detect and prevent both visual and functional failures. Although no specific product was identified in the complaint, the controls reviewed demonstrate a low risk of harm to the end user. These controls are documented and routinely verified to ensure product integrity and patient safety, even in cases where traceability is limited. Attachments: customer complaint database (B)(4) - controls in the process of medtronic inset 30 products. Customer complaint database (B)(4) - controls in the process of medtronic inset products. Customer complaint database (B)(4) - controls in the process of medtronic quick set products. Customer complaint database (B)(4) - controls in the process of medtronic steel & comfort products. Trend analysis: as part of the investigation, a review was conducted on hypoglycemia-related complaints associated with medtronic infusion sets that include membrane components. The analysis covered data from 2024 to 2025. Overall, the trend remained stable, although there was a noticeable increase in june 2024, when seven complaints were reported. The increase appears to be isolated, as no sustained rise in complaint rates was observed before or after that month. Complaints with known lot numbers were examined more closely, including a review of cpm values and manufacturing dates. All available reference samples passed membrane ventilation testing, and no deviations were found. One lot (5144003) had expired, so testing could not be performed. Based on the data reviewed, there's no indication of a recurring or systemic issue. The complaints seem to be isolated events rather than part of a broader pattern. Attachment: database (B)(4) memo trending complaints.docx. Personnel notification and training: as part of the investigation, the teams involved in the manufacturing of the affected product families were informed about the reported issue. The goal was to raise awareness and reinforce the importance of inspection protocols, especially considering that no specific product or lot number was available. Training sessions were carried out across all shifts, focusing on the potential failure mode, correct handling procedures, and the critical role of visual and functional inspections. These sessions served as a reminder to remain vigilant and maintain high standards in daily operations. This effort helped ensure that everyone involved continues to follow established controls and remains attentive to any signs of deviation, even in cases where product traceability is limited. Attachments: notification shift 1 (p1 & p2). Notification shift 2 (p1 & p2). Notification shift 3 (p1 & p2). Notification shift 4 (p1 & p2). Conclusion: although no specific product or lot number was identified, the investigation incorporated a thorough clinical evaluation, a comprehensive review of manufacturing controls, trending analysis of related complaints, and personnel awareness efforts. The clinical evaluation concluded that the insulin pump was functioning properly at the time of the incident, with no confirmed device malfunction. The cause of death was linked to hypoglycemia, potentially due to user error (entry of sg instead of bg), and not to a product defect. Manufacturing controls across the relevant product families were found to be robust, with multiple layers of inspection and risk mitigation in place. No deviations or systemic failures were identified. Trend analysis of hypoglycemia-related complaints from 2024 to 2025 revealed no sustained increase or recurring pattern. The trend observed in june 2024 was isolated, and cpm values remained within acceptable limits. Personnel involved in the manufacturing process were notified and retrained to reinforce awareness of the potential failure mode and the importance of inspection protocols, ensuring continued vigilance. Investigation outcome: no systemic issue was detected. The complaint appears to be an isolated case with no evidence of recurring product failure. Based on the available data and controls in place, the investigation outcome is inconclusive, with a low risk of recurrence.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that the deceased patient faced an event of low blood glucose of 1.1 mg/dl on (B)(6) 2025. Also, the patient was admitted to hospital. No further information available.